Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in trends related to the complaint issue. Additionally, an increase in trends was not identified for reagent lot 73539be01. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. In-house testing of a retained reagent kit of the lot 73538be00 which contains the same bulk reagent as the complaint lot 73539be01 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 73539be01 was identified.

Event description:
The customer observed false negative alinity I syphilis tp result. The patient tested alinity I syphilis tp nonreactive 0.21 s/co but retested after centrifugation reactive of 4.93 s/co. The patient also tested weakly positive using tppa method. The customer stated the patient sample was a one-day-old newborn and based on the patient's condition, regular retesting was recommended. No impact to patient management was reported.

Event description:
The customer observed false negative alinity I syphilis tp result. The patient tested alinity I syphilis tp nonreactive 0.21 s/co but retested after centrifugation reactive of 4.93 s/co. The patient also tested weakly positive using tppa method. The customer stated the patient sample was a one-day-old newborn and based on the patient's condition, regular retesting was recommended. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no additional patient information is available. This report is being filed on an international product, list number 7p60 that has a similar product distributed in the us, list number 7p60-21 / 31, and 510k/PMA/bla of k153730. An evaluation is in process. A followup report will be submitted when the evaluation is complete.